Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/07/2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the failure of the customer returned data acquisition (da) board was caused by a defective pressure sensor u6.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the proximal pressure was out of specification at the 0 cmh2o setting. There was no patient involvement.